Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number: 654826 manufacturing date:2009/07 expiration date: 2012/07. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-mar-2017: quality-safety evaluation of ptc received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced painful abdominal and hyperthyroidism. A hysterectomy and salpingectomy on laparotomy is scheduled. Painful abdominal is regarded as anticipated according to the reference safety information for essure. Hyperthyroidism is unanticipated. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its pathophysiology and essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("painful abdominal ") and hyperthyroidism ("hyperthyroidism") in a female patient who received essure (batch no. 654826). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), hyperthyroidism (seriousness criterion medically significant), adenomyosis ("adenomyosis with globular uterus"), menorrhagia ("haemorrhagic menstrual bleeding for 6 to 15 days each month"), abdominal distension ("abdominal bloating with a feeling of fluid in abdomen"), dyspareunia ("pain on sexual intercourse"), hypertension ("hypertension"), fatigue ("constant fatigue"), dry eye ("dry eyes"), asthenopia ("ocular fatigue"), headache ("headaches every day"), sinusitis ("recurrent sinusitis "), ageusia ("loss of taste"), depression ("depression"), musculoskeletal pain ("constant pain in all joints and muscles"), loose tooth ("loosening of teeth"), dyspepsia ("attacks of acidity"), mood swings ("mood swings"), dyspnoea ("shortness of breath"), sleep disorder ("sleep disturbance") and intra-abdominal fluid collection ("feeling of fluid in abdomen"). In 2012, the patient experienced spondylitis ("spondylarthritis diagnosed in 2012"). The patient was treated with surgery (hysterectomy and salpingectomy on laparotomy scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, hyperthyroidism, adenomyosis, menorrhagia, abdominal distension, dyspareunia, hypertension, fatigue, dry eye, asthenopia, headache, sinusitis, ageusia, depression, spondylitis, musculoskeletal pain, loose tooth, dyspepsia, mood swings, dyspnoea, sleep disorder and intra-abdominal fluid collection outcome was unknown. The reporter provided no causality assessment for abdominal pain, hyperthyroidism, adenomyosis, menorrhagia, abdominal distension, dyspareunia, hypertension, fatigue, dry eye, asthenopia, headache, sinusitis, ageusia, depression, spondylitis, musculoskeletal pain, loose tooth, dyspepsia, mood swings, dyspnoea, sleep disorder and intra-abdominal fluid collection with essure. The reporter commented: a few months after placement of the essure inserts, she started to encounter a number of health problems. She consulted several specialists who tried in vain to help her. Her health has declined over the past 7 years and she is afraid of the consequences this could have. Diagnostic results: on (B)(6) 2017: test for allergy to metals (no results provided). The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced painful abdominal and hyperthyroidism. A hysterectomy and salpingectomy on laparotomy is scheduled. Painful abdominal is regarded as anticipated according to the reference safety information for essure. Hyperthyroidism is unanticipated. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its pathophysiology and essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.